Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and undersensing of p waves. Both leads were inactivated and replaced. No patient complications have been reported as a result of this event.